Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('on the left there is a liny metallic object suspicious for residual fragment of an essure device/one small piece of coil remains') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, blood pressure high, gallbladder removal and tonsillectomy. Concomitant products included butalbital;caffeine;paracetamol (fioricet), cefixime (ziac) and levothyroxine sodium (synthroid). In (B)(6) 2015, the patient experienced pelvic pain ("pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines, migraines /headaches"), urticaria ("rashes or skin conditions type: hives"), anaemia ("blood or heart disorder/condition type: anemia"), nausea ("nausea"), allergy to metals ("nickel allergy") and fatigue ("fatigue"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery ((B)(6) 2017 surgical removal of coil(s)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, hypersensitivity, migraine, urticaria, anaemia, nausea, allergy to metals and vulvovaginal pain outcome was unknown. The reporter considered allergy to metals, anaemia, device breakage, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, urticaria, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: left tubal ostia visualized and essure placed per manufacturer's instructions with 2 trailing coils. Right ostia visualized and essure placed with 1 trailing coils discrepancy in hsg test date. Most, if not all symptoms decreased soon after removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: the fallopian tubes remain occluded bilaterally. On the left there is a liny metallic object suspicious for residual fragment of an essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2019: pfs received events "abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction urinary tract/vaginal) type:, pelvic pain, rashes or skin conditions type: hives, blood or heart disorder/condition type: anemia, migraines / headaches, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, vaginal pain,on the left there is a liny metallic object suspicious for residual fragment of an essure device " were added. Reporter information, patient aka and medical history were added. Patient demographics and lab data were added. Concomitant medication were added. Incident; no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.